Event description:
It was reported that prior to a procedure, the physician opened a 6x2.00 ultra 2 monorail cutting balloon package, lot eg0338, and found a 10x2.00 ultra2 monorail cutting balloon, lot ef0485. This was never used on the patient. The procedure was completed with another of the same devices.